Event description:
(B)(4) - the dealer reported that the unknown model and serial numbers power wheelchair new joystick had a crack in the cord coming out of the joystick. There was no patient injury reported.